Event description:
It was reported that during an angioplasty procedure through radial artery, the pta balloon allegedly ruptured at 15 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure through radial artery, the pta balloon allegedly ruptured at 15 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. During visual evaluation, frayed fibers were noted on the balloon. No kinks noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. The balloon fibers were stripped and under microscopic examination a pinhole rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation for the reported balloon rupture was confirmed as the balloon started leaking from the pin-hole rupture during the functional testing. The investigation was also confirmed for identified material frayed as the balloon fibers noted to be frayed on the returned device for evaluation. A definitive root cause for the reported balloon rupture and identified material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through radial artery, the pta balloon allegedly ruptured at 15 atm. The procedure was completed using another device. There was no reported patient injury.